Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description. Service report and device¿s logs have been not available for further evaluation. According to the information provided by the technician, the pressure transducer printed circuit board was detected as faulty and replaced. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.